Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) clarified the patient's pump was replaced because it was nearing the elective replacement indicator (eri) as it was implanted in 2010. The doctor did not want to replace the pump in a year and have the patient go through another surgery. Further information was not provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving lioresal (concentration 2000 mcg/ml, dose 439.8 mcg/day) via an implantable pump. When doctor went to remove the pump connector from the pump, there was scar tissue growth around the connector and the connector section was attached to scar tissue. The doctor tried to remove the sutureless catheter connector and it disconnected from the inner section of the catheter, (part of the connector dislodged). The doctor did not think that there was a problem with the sutureless connector piece. Surgical intervention occurred; a partial explant was done and the connector was replaced. No diagnostics were performed. At the time of this report, the issue was resolved, patient status was alive ¿ no injury. There were no symptoms mentioned additional information from the manufacturing representative indicated that elective replacement indicator (eri) was in less than 12m so the pump was replaced during the surgery to prevent another one later.

Manufacturer narrative:
Analysis confirmed that difficulty with the sutureless connector led to explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.